Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was initially unable to duplicate the reported issue; however, through additional troubleshooting physio was able to duplicate the reported loss of power when the customer's third party usb data cable was plugged into the device's system connector. The customer provided physio-control with a new third party usb data cable from their inventory and normal device operation was observed. The device was then returned to the customer for use. The customer's third party usb data cable was disposed of on-site and therefore not available for further evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that when their device was tilted backwards that it would power off by itself. There was no patient use associated with the reported event.